Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bleeding and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of bleeding and necrosis as follows: precautions for use "patients on anti-coagulation medication (anticoagulants, aspirin or nonsteroidal anti-inflammatory drugs) must be warned of the potential increased risks of haematomas and bleeding during injection." Undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected with either unspecified juvederm voluma or juvederm volift with lidocaine and several months later developed "bleeding in face and eye" that is "probably related to necrosis." No medical or surgical intervention noted. Symptoms are ongoing.